Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported that the circumstances that led to the stimulation not hitting their back was unknown but it seemed different daily. The steps taken to resolve the stimulation not hitting their back was that they were programmed 3 times so far and had an appointment next week to try again.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The consumer reported that the manufacturer representative did a really good job programming them after surgery, but they were sore and swollen so they had another post-op appointment 10 days later where they were furthered reprogrammed. As the time had gone on, they reported that stimulation was not hitting their back at all. The patient was implanted for non-malignant pain. A patient reported via manufacturer representative that their stimulation wasn¿t reaching the intended area of their lower back and that they weren¿t getting any relief from the device. Impedances were checked and all values were within normal range. An x-ray was also performed to see if the leads moved, but they didn¿t. The device was reprogrammed unsuccessfully as they were only able to get leg and abdominal stimulation. No environmental or external factors that may have led or contributed to the issue were reported. The patient discussed the issue of not getting relief with their healthcare provider (hcp). Additional information provided reported that the manufacturer representative met with the patient on (B)(6) 2017 with their hcp. The hcp gave the patient three options: remove the device, leave the device in and try to reprogram again, or exchange their percutaneous leads for a paddle lead. It was noted that the patient wanted to think about it. The issue has not yet been resolved. The patient¿s status at the time of this report is ¿alive, no injury.¿